Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a low blood glucose level of 45 mg/dl. The other relevant blood glucose level was 77 mg/dl. The customer was treated with food. The customer declined the troubleshooting for low blood glucose. The product will not be returned for the analysis.